Manufacturer narrative:
Registered internally as a (B)(4)) for investigative purposes. The contract manufacturer sp medical have also been issued a supplier corrective action report (scar) to provide details and results of their investigation into separation of the needles and all resulting corrective and preventative action ((B)(4)) the device history record for this batch was provided by (B)(6) medical and reviewed. In process testing and inspections were reviewed. All samples taken for tests gave acceptable result. No issues were noted. No rework or sort performed on this lot. No ncr's noted for this lot.

Event description:
Customer reported finding a broken needle on opening a box of scalp needles and another needle from the same box broke while in the patients head. The needle came apart from the hub during use, leaving the needle still inserted in the patients head.